Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. D4: batch # 351c99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged with the knife exposed and with a 6r45b reload present. The reload was received partially fired 1/2. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 351c99, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unk procedure, the stapler would not release and a second stapler would not cut only staple. Finally the third stapler worked. No patient harm was reported.